Manufacturer narrative:
The device was returned for analysis. The reported difficulty inserting the guide wire was not confirmed. However, factors that contribute to difficult to insert the guide wire, include, but not limited to, damaged guide wire or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices using the pre-close technique via a 7f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the sutures were placed but it was not possible to reinsert angled guide wires. The issue was in the first 2cm of the guide wire exit port. Only straight wire was able to be used. The guide wire sizes were 0.038". The sheath was upsized to greater than 8.5f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.